Event description:
It was reported that (1) device was used during a colo-rectal anastomosis. It was reported by the affiliate that the tl60 trigger did not close during the procedure. There was no consequence to the pt.